Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew corynebacterium which are bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique by the patient, as reported by the pd nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis during a call to customer support alleging that the cycler fills the patient with cold water from the supply bag instead of the heater bag. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized for peritonitis. Per the nurse, the patient had a pd culture obtained which grew the bacteria corynebacterium species. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose not provided). On (B)(6) 2025, the patient was discharged home. The pd nurse stated the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique by the patient.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis during a call to customer support alleging that the cycler fills the patient with cold water from the supply bag instead of the heater bag. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized for peritonitis. Per the nurse, the patient had a pd culture obtained which grew the bacteria corynebacterium species. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin (dose not provided). On (B)(6) 2025, the patient was discharged home. The pd nurse stated the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique by the patient.